Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 4/24/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: how many sutures detached from the needle during use on the patient? 4 each. How many needles bent during use on the patient? All (yes as per or staff) did this event contribute to any patient adverse event? If yes, please explain. No please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). Nurse (B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a lap myomectomy on an unknown date and suture was used. Needle bend and suture pop off from needle during procedure. As per hcp he open 8-9 sutures, but he face same issue. There were no patient consequences reported. Additional information was requested.